Event description:
The low voltage alarms resolved after exchanging the mpu. Log files were not obtained.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was low voltage alarms on the mobile power unit (mpu). The mpu was exchanged and said to be returning as a "faulty unit".